Manufacturer narrative:
Age at time of event: 18 years or older. Device is a combination product. (B)(4). The device was not received for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The investigation conclusion is operational context as the product meets the design and manufacture specification but due to anatomical/procedural factors encountered during the procedure, performance was limited. (B)(4).

Event description:
It was reported that stent damage occurred. Vascular access was obtained via the femoral artery. The 90% stenosed, 25mm in length, concentric de novo target lesion was located in the moderately tortuous, moderately calcified and 3mm in diameter mid left anterior descending artery. A 4.00x24mm promus element drug-eluting stent was advanced over an amplatz guide wire but failed to cross the lesion. The device was removed and it was noted that the stent struts were distorted. The procedure was then completed with another of the same device. No patient complications were reported and the patient's status was stable.

Manufacturer narrative:
Device avail. For eval, returned to MFR. On, device returned to MFR., device evaluated by MFR., eval summary attached, method codes, result codes, conclusion codes updated.  Device evaluated by MFR: promus element,mr,ous 4.00x24mm stent delivery system was returned for analysis. A visual and microscopic examination of the crimped stent identified stent damage in 3 sites along the stent. Distal stent row 1 was damaged with stent struts lifted and pulled distally. Distal stent row 7 was damaged with a strut lifted and pulled distally. Distal stent row 11 was damaged with stent strut lifted on one side. The undamaged crimped stent outer diameter was measured and was within maximum crimped stent profile measurement. The balloon cones were reviewed and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and tactile examination of the hypotube identified multiple hypotube kinks. A visual and tactile examination of the shaft polymer extrusion found no issues. A visual and microscopic examination found no issues with the tip. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The investigation conclusion is operational context as the product meets the design and manufacture specification but due to anatomical/procedural factors encountered during the procedure, performance was limited.   (B)(4).

Event description:
It was reported that stent damage occurred. Vascular access was obtained via the femoral artery. The 90% stenosed, 25mm in length, concentric de novo target lesion was located in the moderately tortuous, moderately calcified and 3mm in diameter mid left anterior descending artery. A 4.00x24mm promus element ¿ drug-eluting stent was advanced over an amplatz guide wire but failed to cross the lesion. The device was removed and it was noted that the stent struts were distorted. The procedure was then completed with another of the same device. No patient complications were reported and the patient's status was stable.